Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4) (oekg), omsc surmised there was the possibility this phenomenon was attributed to the user handling for the subject device, not specifications of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the instrument channel of the subject device was clogged something which might be a clip during the inspection by the user. The user also reported that they have not noticed anything and it have been able the brush to go through the channel at the cleaning after using the subject device for the previous patient. But it was not possible the brush to go through the channel after noticing this clog. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and identified the reported phenomenon. The service department of oekg found the rubber cap which might have been caused the reported phenomenon from instrument channel inlet of the subject device. There was no report of patient injury associated with this event.